Manufacturer narrative:
Date sent to FDA: 9/9/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 9/28/2021. Additional information: a2, b7, d3

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted old mesh was detached from the edges of the defect. Loops of small bowel were noted to be attached to a portion of the hernia sac and the mesh material. These were dissected off and removed. It was reported that the patient experienced severe pain, cellulitis, infection, bowel obstruction, nausea, dense adhesions, scarring, bulging, loss of appetite and stress and anxiety. Other procedure is captured under separate file. No additional information was provided.